Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: battery 9736002 cmos s8 svc fuse 9735881 system kit s8 svc battery 9735773 48v s8 svc ups 9735787 main cart s8 svc cable 9735784 ac input s8 svc power pack 9735943 stealth s8 eng only. The system was serviced in the field and the uninterruptible power supply (ups) was replaced. Codes b01, c02, and d02 apply. The battery 9735773 48v s8 svc was returned for analysis. Analysis found that the battery was tested (49.45v) with a known good ups for a 24hr period and tested with no issues. The ups was then unplugged from main power and continued to run under battery power for the set 11.5 minutes before ups shut down as programed. There was no failure found. Codes b01, c19, and d14 apply. The ups 9735787 main cart s8 svc was returned for analysis. Analysis found that the ups was tested with a known good battery and is unable to power on. Display has no leds illuminated. Codes b01, c02, and d02 apply. The power pack 9735943 stealth s8 eng only was returned for analysis. Analysis found that the returned cable had no physical damage and passed a continuity test with no opens or shorts detected. There was no problem found. Codes b01, c19, and d14 apply. Codes b17, c20, and d15 apply to the battery 9736002 cmos s8 svc, fuse 9735881 system kit s8 svc, and cable 9735784 ac input s8 svc. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system shut off in the middle of surgery and would no longer turn on. There was less than one hour of delay and no impact to patient outcome. No further information was provided.

Event description:
Additional information was received. It was reported that the procedure was completed without the use of medtronic navigation. The system was plugged into a known functional outlet when the issue occurred.

Manufacturer narrative:
H2: updates to b5 and section e. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.